Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately nine (9) years post-initial procedure, an endoleak (indeterminate origin) was suspected. The abdominal aortic aneurysm (aaa) has also increased in size, measuring 6.3 centimeters. The physician suspects it could be a type 1b or 3b endoleak and plans to conduct an angiography to determine the best course of action, which may involve re-intervention or a possible re-line. The aorta appears elongated, indicating a potential overlap issue. Additional information: the patient underwent a re-intervention during which the attending physician opted to perform the implantation of the following medical devices: an afx2 bifurcated stent graft, an afx vela infrarenal, and an ovation ix extender. The final patient status was reported as being stable post-op and with no visible endoleaks.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging, the device's use, procedure, and/or anatomy-relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being stable post re-intervention and with no visible endoleaks. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B2: outcomes attributed to adverse events has been updated. B5: describe event or problem - updated. E1: initial reporter, name - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately nine (9) years post-initial procedure, an endoleak (indeterminate origin) was suspected. The abdominal aortic aneurysm (aaa) has also increased in size, measuring 6.3 centimeters. The physician suspects it could be a type 1b or 3b endoleak and plans to conduct an angiography to determine the best course of action, which may involve re-intervention or a possible re-line. The aorta appears elongated, indicating a potential overlap issue.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. H3 other text : device remain implanted.